Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. Before use on the patient or during the procedure, it was reported by the customer the sutures are not coming out of the package correctly, the needle keeps falling or breaking off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what is the total number of products involved in this event? * did the event occur during one or multiple patient procedures? * what is the total number of procedures? * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). * if this event occurred in multiple procedures, please provide the following information for each patient event. * could you please clarify when did the issue of pull off suture needle occurred (removal from package /during passage through tissue/ during tying / post-op) and when did the breaking off issue occurred (removal from package /during passage through tissue/ during tying / post-op)? * please provide exact quantity of devices for each issue (breaking off & pull off)? * what is the lot number? * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: 2210968-2023-06497.